Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011, 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).